Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reports that a patient underwent a femur osteotomy with plate implant. Surgical scar formation was observed in 2008. The patient underwent planned scar and surgical plate removal in 2009. The patient subsequently presented with a reaction described as small bubble-like abscesses reported as cold and itchy. The largest abscess measured 4.5cm x 1cm x 2cm in diameter. The abscesses were surgically removed. The status of the patient is reported as "good."